Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, it was noted that the right atrial lead insulation had been repaired during the previous device change out procedure. The physician attempted another repair on the lead; as the lead exhibited low impedance the physician elected to cap and replace the lead. The patient did well during the procedure and was discharged home the following day.